Event description:
Information was received indicating that a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube broke while during use with a mechanically ventilated patient. Subsequently, a trach tube change out was performed. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: device evaluation a sample and picture were received to perform an investigation. A visual inspection of the returned tracheostomy tube was performed at 12 inches under normal conditions of illumination to detect any damage on the part. The visual inspection found the tube to be in used condition with a broken connection. A portion from the connector was attached to the silicon. The root cause of the reported problem was unable to be determined. A device history record (DHR) review was performed, and no issues were noted during manufacture. Production personnel inspects the parts 100 percent before assembling them to see if they have any molding issue such as voids and splits. Additionally, they inspect 100 percent once cured to see if they have any molding issue such as exposed wire, voids and splits. Quality takes a representative sample and performs a visual inspection for exposed wire, splits and cuts. As a preventive action production personnel were notified by quality engineer of the defect reported by the customer. The instruction for use (IFU) informs the user to always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway. Do not use a tube that is cut or damaged. Use of damaged tube can result in airway compromise. This device must be thoroughly inspected for signs of damage of wear prior to each use. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).

Event description:
It was reported that the tracheostomy broke in the same spot as the previous ones. There are other complaints for this hospital but caller did not specify what "previous breaks" happened. Additional information: the tracheostomy tube hub broke off while on a mechanically ventilated patient, tube change performed. Broken tracheostomy saved.